Manufacturer narrative:
Zimvie received one (1) tsx54b8, tsx implant, 5.4mmd, 8mmlfor evaluation. Visual evaluation was performed. Slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 1270743. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270743 for similar events and no other complaints was identified. Review completed utilizing keywords: ¿dental: medical: pain¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz rev 12, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. Implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported pain after restoration noted, distal pocket on implant. Tooth number 31. Implant was removed. Symptoms as a result of the event: pain, edema and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4).